Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance cancelling her treatment due to a patient line blocked alarm. No trouble shooting was completed as the patient believes the problem to be a catheter issue and not a device problem. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital on (B)(6) 2015 for a malpositioned catheter and touch contamination peritonitis. Since the catheter repositioning surgery and antibiotic therapy, there have been no further issues and all treatments have been completed. She added that she believed the cycler did not cause or contribute to the malpositioned catheter or peritonitis. The patient remains with the ccpd program in stable condition. Patient medical records have been requested. The following is from the patient's medical records provided by the treatment facility: the patient presented at the hospital with abdominal pain, as well as yellowish and cloudy peritoneal dialysis fluid. The patient denied nausea, vomiting or fevers but admits a decreased oral intake. The patient was admitted for acute bacterial peritonitis. Intravenous fortaz and vancomycin were initiated. In addition, it was discovered that the patient's peritoneal dialysis catheter was not properly functioning.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following: based on the 15 pages of medical records and information obtained from verbal reports, this (B)(6) female was hospitalized for peritonitis. In addition, the patient was having difficulty with her peritoneal dialysis catheter not draining. The catheter was repositioned and it drained well. The peritoneal dialysis catheter is not a fresenius manufactured product. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. According to the peritoneal dialysis registered nurse, the patient had touch contamination. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. A supplemental report will be submitted upon completion of the manufactures device investigation.